Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suturecut needle driver instrument was analyzed and found to have a broken grip cable at the distal end. Additional observation related to customer reported complaint: the instrument was found to have a grip cable dislodged in the housing at the proximal end. Also, the instrument was found to have a frayed grip cable at the distal end. The frayed cable strands stuck out at the wrist. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the mega suturecut needle driver instrument had a broken cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted the instrument was inspected prior to use and no damage was noted out of the ordinary. No surgical task was being performed. No, the instrument did not collide with another instrument. No issues related to opening/closing of the grips; left/right (yaw) motion of the grips; and up/down (pitch) motion of the wrist. It is unsure if cables are visibly protruding. No fragments fell into the patient.